Event description:
During evaluation of a sample received for an unrelated issue, particulate matter was noted inside of the tubing. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation: this is an ancillary complaint opened for particulate matter found during evaluation for (B)(4). The set was visually inspected and particulate matter was noted in the tubing. The investigation confirmed the reported problem, but a cause could not be determined. Leak, clear passage, and clamp function testing were performed with no issues noted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.